Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes . Section d-9: device date returned to manufacturer: 01-jul-2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint handpiece was received loose in the original folding carton along with a handpiece tray. The lens was stuck to the handpiece tray. The device was inspected under magnification. The complaint handpiece was received with the handpiece partially advanced. The cartridge tip was bent in a way that was consistent with damage that occurred during shipping. The cartridge and cartridge tip had damage. Viscoelastic residue was not distributed through the entire length of the cartridge. The lens module was inspected and presented with no issues. The device assembly was inspected and presented with no issues. The device advancement was inspected, and no resistance was felt. The lens was received cut in half and one half was missing. The half presented with damage on the optic body. Complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: not applicable as there was no patient contact with the device. Section a-3a patient sex: not applicable as there was no patient contact with the device. Section a-3b patient gender: not applicable as there was no patient contact with the device. Section a-4 patient weight: not applicable as there was no patient contact with the device. Section a-5 patient ethnicity: not applicable as there was no patient contact with the device. Section a-6 patient race: not applicable as there was no patient contact with the device. Section d-6a date implanted: not applicable as there was no patient contact with the device. Section d-6b date explanted: not applicable as there was no patient contact with the device, therefore not explanted. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported when taking the dcb00 model lens out of the package, the intraocular lens (iol) was damaged. There was no patient contact with the iol. Back-up iol was used to complete the procedure. No further information is available.